Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic due to elevated capture thresholds. The atrial lead appeared to have moved slightly compared to chest x-rays following implant. The atrial lead was extracted and replaced. The right ventricular lead had no issue but was also replaced electively by a bundle of his lead for therapeutic reasons related to pacing. The patient was stable before, during and following implant.